Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a catheter was returned for evaluation and hence the catheter was physically investigated. During physical investigation the tube of the catheter was found slightly kinked at 47 cm from the tip of the catheter. The test guide wire passed through the catheter with slight resistance. Aspiration test was performed and slightly lower than nominal aspiration level was achieved. Therefore, the investigation is confirmed for the reported issue. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure via crossover approach, the catheter had allegedly no blood flow through the device. The procedure was completed using another device. There was no reported patient injury.